Event description:
Boston scientific received information that during a device change out procedure when the right ventricular (rv) lead was connected to this new cardiac resynchronization therapy defibrillator (crt-d), high out of range shock impedances of greater than 125 ohms were observed. It was noted that the impedance measurements were not out of range with the previous device. Once the superior vena cava (svc) coil was programmed out of the configuration, normal impedance measurements were observed and no further issues were noted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.